Event description:
On (B)(6) 2014, caller (customer's mother) reported the customer was unable to test due to his adc blood glucose meter not powering on with button press or test strip insertion, and a replacement meter was shipped to the customer. On (B)(6), 2014 caller reported the replacement adc blood glucose meter had not been received and the customer was therefore unable to test. Caller reported that on (B)(6), 2014, at 4:00 a.m., the customer experienced symptoms described as dizziness, vomiting, and feeling "very bad". Customer was transported to a local hospital where he was diagnosed with hyperglycemia and administered an injection of insulin at 4:30 a.m. Caller further reported the customer had an "infection on (his) finger". There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
"Product problem" of the initial MDR was left unchecked. This report is being updated as part of a retrospective review of issues related to the reportable confirmed malfunction list. This section has been updated to reflect the correction.